Manufacturer narrative:
The technician found the bed had no nurse call functions from the left siderail controls. When the controls were activated, the relay could be heard, but the nurse call would not activate. The technician replaced the communication board to repair the bed.

Event description:
Info received, indicates the nurse call is not functioning from either siderail.